Event description:
Pt placed in epidural pain medication postoperatively via continuous infusion using baxter pump. Medication bag not spiked properly with administration set. Medication not infusing, pt in severe pain. Problem noted by nurse, however pump does not notify when there is no flow through the tubing. Most pumps do have a warning beep when there is air or no flow in the tubing.